Manufacturer narrative:
A ge service representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The fse reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.